Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stimulation was off at the time of the report because the patient had problems with it. When the stimulation was on at 0.02 it was too high and it got tingly and too strong for the patient. The patient felt like the wires were too close or crossing and this was causing the increase in stimulation. The issue started about 6 months prior to the report and it got worse so they had to turn the stimulation off. The patient went to their doctor 3 weeks prior to the report for an adjustment. On one section their stimulation was at 1.3v and on the other setting it was 0.02v. The stimulation never worked for the patient¿s back but it did on their legs. The patient was doing physical therapy. The therapy was not working as expected. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had been having trouble with the implantable neurostimulator (ins). It had been turned off for close to a month. The stimulation only helped her right leg and not her back. She had a hard time regulating it where it felt comfortable. However, on the day of the report it was turned on at "0.3," then down to "0.0" and "it was still shocking her like crazy," the patient was being shocked. The patient had a hard time turning it off on the day of the report. This was the first time the patient had trouble turning it on and off. "She just couldn't regulate, that was why it was turned off. At the time of the report, the ins was at 0.0 and off. The patient had a doctor's appointment on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was further reported that a manufacturer representative had not seen the patient yet but had spoken to the patient's husband. They were waiting for the patient to schedule a doctor's appointment so they could see the patient. The representative had seen the patient multiple times in the past and their level of understanding of the device and patient programmer was very low. The manufacturer representative thought that during the appointments it would be a matter of re-educating and maybe reprogramming the patient. The therapy and devices were noted to be good. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.